Event description:
It was reported that while preparing for implant, the battery voltage of the implantable cardioverter defibrillator (ICD) was lower than expected. The implant date stamp was from over a year before, which indicated that the ventricular fibrillation (vf) detection was programmed "on" for over a year even though the device remained on the shelf in the lab. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).